Event description:
A revance notified teoxane of an adverse event on (B)(6) 2023. A patient was injected of rha 4 in the temples on an unknown date. Approximately, in the end of (B)(6) 2023, the patient reported vascular occlusion. The patient received treatment, but no further details were given. On 13(B)(6) 2023, we were informed that the symptoms have fully resolved. No contact information were provided. Thus, it was not possible to obtain additional information about the case. The complaint was considered closed.

Manufacturer narrative:
According to the information received this case would be related to a vascular complication, which is well-known and described adverse reaction to hyaluronic acid filler injections. The appearance of the localized color changes (skin blanching for this patient) could indicate that arterial occlusion has occurred. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.